Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 105 could not be reproduced, but was confirmed through review of the event history log. Physical inspection found to motor to be seizing, which is a known contributor to the reported symptom. The motor assembly was replaced.